Event description:
(B)(6), head surgeon of the hosp, reported to our sales rep (B)(4) that he was performing a surgery procedure. Whilst he was inserting the last screw with the torque screwdriver, the screw stretched off. He had to remove the screw and inserted a new screw. Finally, he could complete the surgery.

Manufacturer narrative:
Device was discarded and will not be returned to MFR. Method: risk assessment. Result: product was discarded by the hosp and not returned to stryker, therefore, very limited investigation can be performed. Risk assessment - event took place during surgery but it was only prolonged for 5 minutes, so no adverse consequences were reported. Conclusion: no conclusion can be drawn at this time. The failure mode in the complaint was unclear. It was that screw "scretched off". Three attempts were made to get this term clarified but no response was received from the doctor. Serial number was also unk so no mfg records could be reviewed. No visual inspections, complaint analysis or functional tests could be performed either. Corrective action is not needed at this time, however, stryker reserves the right to update this investigation in light of any relevant info made available.